Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a "short electrical sensation" following an acupuncture procedure. Specifically, needles with current were placed in the pt's body, but not over any of the neurostimulator components. He had turned the device of prior to the procedure and was afraid to turn it back on. It was noted that at another acupuncture appointment, a "traditional needle" was used over the spine which resulted in a "short electrical sensation". The device did work after this event and he did not see a physician for the event. Add'l info was requested.